Event description:
A us distributor contacted zoll to report that electrode belt sn (B)(4) had a non-functional therapy electrode.

Manufacturer narrative:
Device evaluation summary. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional therapy electrode) has been confirmed. Upon investigation, the electrode belt failed a therapy electrode recognition test. There was a fractured solder connection at the j2 tab inside of the rear 2-wire therapy electrode (te), and there was a shorted wire inside the trunk cable. The cause of the test failure was isolated to the fractured solder connection and the shorted wire. The root cause of the fracture, was an improperly formed solder connection, combined with mechanical stress. A corrective action was issued for this error. The root cause for the shorted wire was unable to be positively identified. No adverse event resulted from the non-functional therapy electrode.